Event description:
The customer's sister reported via phone call that the customer had a blank display on the insulin pump. Customer went to her endocrinologist yesterday with the blank screen, but they could not resolve the issue. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that she dropped the pump and it was shut off. The customer used a new battery and the pump came on. The pump fell again and the pump won't come on now. Customer wanted to bypass the troubleshooting. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Displacement test was not performed due to blank display. The device had cracked reservoir tube lip, minor scratches on the lcd window and on the reservoir tube window.